Event description:
It was reported that the physician was taking out the spleen specimen and the alexis part of the gelport device broke. The two rings came completely apart. We opened an alexis and finished the case with no incidents. Device: applied medical gelport laparoscopic system ref# (B)(4) lot#1262895.